Manufacturer narrative:
The pipeline was returned inside the catheter. A large amount of blood was found on pipeline which possibly caused the pipeline not to open. (B)(4).

Event description:
Treatment of a right wide neck ica aneurysm. It was reported during pipeline delivery, the distal section open, but the rest was slow to opened. The procedure was paused to allow the pipeline to open, but without success. The physician decided to the remove the pipeline from the patient. No patient injury reported.